Manufacturer narrative:
(B)(4)

Event description:
It was reported that a lead was damaged during the surgical procedure. It was stated that the lead end cap was used and it appeared to have caused damage to the lead. It was stated that the lead was damaged during the implant of theextension and a lead end cap was used. The lead was stretched and the surgeon had to "cut the distal tip electrode off so he could insert it into the extension". It was stated that the event occurred on (B)(6) 2013. Additional information had been requested, but was not available at the time of this report.

Event description:
It was also reported tunneling contact from the lead end cap caused damage to the contact end of the lead. The lead end stretched the distance between electrodes zero to three. The most proximal electrode was cut off.

Manufacturer narrative:
Concomitant products: product ID neu_leadcap_acc, serial# unknown, product type accessory; product ID neu _unknown_lead, product type lead. (B)(4). Dbs - leads damaged at proximal connector end at implant (pin # 3387028103, 3387040103, and 338704004v).